Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that when they inserted the sensor using a quick serter, there was a sensor anomaly and needle breakage. The customer's blood glucose level was 284 mg/dl at the time of the incident. The customer stated as the tape ripped after insertion, the needle came out of the sensor as they carefully took it off. The customer was advised that a replacement sensor will be sent. The product will not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used partial sensor. Unable to confirm adhesive anomaly to opened/used sensor. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.